Event description:
The facility stated that the surgeon implanted a plate collamer lens. The lens split upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused the lens to split. The facility was unable to provide the injector and cartridge model and lot numbers.